Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study report stating that after using the perfluoropropane gas the patient was experienced with corneal epithelial injury. Medical treatment was provided and symptoms were resolved.

Event description:
Reported event in initial report p-additional medical/surgical intervention has been deleted. No extra medical/surgical intervention was taken for the corneal epithelial injury edema in this case.

Manufacturer narrative:
Corrected information provided in section b.5, h.6 and h.11. 4581 removed from patient event codes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The c3f8 [perfluoropropane (pfp)] gas tank was not returned for evaluation. A check of the batch production record for lot showed no unusual manufacturing issues. A check of the complaint records showed seven other complaints against lots. A check of confirmed complaints for corneal epithelial injury, corneal edema, or ocular hypertension showed no complaints since the beginning of 2015. No sample was returned for evaluation. An analysis of the retain sample for lots, showed that the product was perfluoropropane (pfp) and met all release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no sample returned for testing. Based on the information available, the customer reported event cannot be confirmed as no sample was returned. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A check of the batch production record for this lot, showed no unusual manufacturing issues. A review for complaints reported against this lot number was performed. A check of the complaint records showed eight other complaints against this lot and were found to be potentially relevant as these records were also reported as part of clinical studies. Based on the information available, the customer reported event cannot be confirmed as no sample was returned. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).